Event description:
It was reported that this pacemaker exhibited farfield oversensing on its right atrial (ra) channel and this caused inappropriate mode switching. Technical services (ts) was consulted and discussed stored data as well as programmed settings, with further in clinic examination recommended for programming adjustment. This device remains in service. No adverse patient effects were reported.